Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving an alert for high atrial lead impedance. The lead also exhibited a loss of capture. The device was reprogrammed.